Event description:
It was reported that a device had turned off since a patient¿s last visit to their healthcare professional. It was unknown what the source was. The patient had an x-ray. Symptoms included less than 50 percent therapy relief at the device pocket. The patient was also complaining of pain in the right upper quadrant where the device battery was placed. The device was turned back on. Following turning the device on, the patient was doing the same, had no change in symptoms, and had no change to her right upper quadrant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).